Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was over 600 mg/dl. The customer stated that she removed the infusion set from the site and did a set change. The customer stated that her blood glucose was high due to the no delivery alarm but that it was coming down. The customer reported that the alarm was resolved by a complete set change and agreed to return the infusion set and reservoir for analysis. She was unable to troubleshoot at the time of the call, and the cause of the issue could not be determined. The customer noted that the issue had begun around (B)(6) 2014. She was advised that the supplies be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.